Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 (variable 3) was present in the pump trace download due to broken trace at u1 pin 1/vdd on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No unexpected pump error 54 or pump error 3 alarms during testing however, pump error 54 and pump error 3 alarm are found in the formatted history file due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had multiple pump error alarms. The customer¿s blood glucose level was 217 mg/dl at the time of the incident. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. Customer stated that the self test was not pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.